Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: leak from the biopsy channel; plastic distal end cover insulation was out of spec; crack on the distal sheath glue; crack on the light guide lens; unable to brush in forceps passage due to a foreign object inside the channel; unable to suction flow due to a foreign object inside the channel; multiple buckles on the insertion tube; and customer label on the control body grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the biopsy channel on the evis exera ii duodenovideoscope was blocked with foreign material. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue peeled due to physical stress such as hitting/dropping the distal end, fluid invaded the lg-lens and caused corrosion. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.